Event description:
Baxter affiliate reports one incident of a pt death occurring after an uneventful dialysis treatment. Pt was returned to the center by ambulance and accompanied by a physician. Pt expired 10 minutes prior to arrival at the center and had stopped breathing sometime before that. No further info available.

Event description:
Baxter affiliate reports one incident of a pt death. No further info available.